Manufacturer narrative:
According to sophysa in-house process, the probe 15c00441 has been analysed and tested by the quality control laboratory. Analyses performed show that the tubing presents a fold at 340 mm from the tip. Once connected to a pressio monitor the e001 error was confirmed. It is highly probable that the fold induced the breakage of one or several micro-wires inside the tubing leading to the e001 error. The icp pressio catheters are flexible, but cannot be bent in a such way without inducing an impairment.

Event description:
Problem with icp monitoring kit: the catheter showed e001 error.